Event description:
On (B)(6) 2011, wife reported that patient experienced hyperglycemia in the range of 244-398 mg/dl due to insulin leakage from the infusion sets. Wife could not provide a normal blood glucose range. Patient was sleepier, had trouble with his eyesight and aim, and could not drive as well due to hyperglycemia. Patient changed the infusion headset and bolused to correct hyperglycemia. Patient noticed the insulin leak when his blood glucose elevated and when his clothing and infusion sites were wet. Wife believes some of the cannulas were bent or kinked. There were no concerns with the preparation or insertion of the infusion set. Headsets were inserted with the insertion device, and blood glucose elevated 4-5 hours following insertion. This occurred 5 times since patient started this type of infusion set 1 week prior to the report. Alleged infusion sets were discarded and will not be returned for evaluation. Product was replaced. The patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.